Event description:
Correction of product information.

Manufacturer narrative:
(B)(4). D4: product information correction. H2: correction. H4: manufacturing date correction.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. Exterior physical visual inspection: passed. Voltage measurement: failed 0 vdc. Share log review: signal loss found in the log within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that signal loss was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.